Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery due to the patient having been diagnosed with long term infection. A non djo humeral plate was removed and hemi spacer was implanted. This will be the second hemi spacer.